Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Event description:
It was reported the customer experienced a low blood glucose event that required the paramedics to be called. Customer's blood glucose declined to 46 mg/dl. The customer's blood glucose was treated by the paramedics. The customer could not recall any significant events leading to their low blood glucose event. Customer declined to troubleshoot for their insulin pump. The customer also requested a replacement insulin pump due to the safety recall on the scrollwrap feature on their current insulin pump. No additional information provided.